Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the internal battery was observed. Device's internal battery needs to be replaced to address issue. Additionally, device was not needed for inventory, so repairs were not performed. Device was scrapped.